Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event, as no event date was reported. Device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that, during a vault suspension procedure using a capio suturing device, the capio carrier extended when the device was actuated; however, the dart was left in the tissue of the patient. This was eventually viewed on an x-ray. A non-boston scientific suture was used to successfully complete the procedure. No further patient complications were reported.